Manufacturer narrative:
Product has not been received by manufacturing. Upon product receipt and manufacturing investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Sales reports via phone that customer is experiencing "y" tubing breaking at the leg/valve junction. Three days later, customer reports that during studies, they have experienced two "y" tubings bursting at the "y", right at the valve junction. The optivantage dh prefilled faceplate is loaded with a 130ml disposable empty syringe (not designed for this injector system, filled with visipaque contrast media. The "y" tubing is connected and injection protocol is 5ml/sec for 130ml volume. During two injections, the tubing had burst. Potential risk for injury.